Event description:
The customer reported that the system displayed communication and control panel error messages. These errors will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced and the calibration files were reloaded. The system was then found to be operating as intended.